Manufacturer narrative:
The customer¿s experience of epic showing the correct rate, however the device didn't was confirmed in the pcu event log. The pcu event log shows pump module s/n (B)(4) received a remote IV request for heparin non-weight based dosing 25000 unit in 250ml (drug ID 325) at 10:10 pm on (B)(6) 2018. The rate for the remote IV request was pre-populated at 10ml/hr. The user then selected the up arrow key, which made the rate 11ml/hr and the dose 1100 unit/hr. The user then entered ¿10¿, changing the rate back to the correct rate of 10ml/hr and the dose 1000unit/hr. The rate change was a result of the user selecting the up arrow when confirming the remote IV request. The pcu event log shows the rate was corrected prior to starting the infusion and didn't infuse at 11ml/hr. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
The customer reported they went to hang a new bag of heparin during their shift, for which there was no dose change. Epic showed the correct ordered dose of 10 ml/hour. The nurse signed off the medication off on the computer, however when they went to the pump module, the rate was showing as 11 ml/hour. The nurse had to manually change the device to 10 ml/hour from 11 ml/hour. There was no patient involvement. The customer would like to know if the new bag of heparin that was started on (B)(6) 2018 at 2209 was sent over from epic as 11 ml/hour (1100 units/hour) or 10 ml/hour (1000 units/hour). The customer is requesting the data specifically between the times of 2000-2359 on (B)(6) 2018 be reviewed.